Manufacturer narrative:
Qc prior to the event was within lab-established ranges. There is no indication that qc was run after the event, prior to troubleshooting. Bec customer technical support (cts) worked with the customer and discovered that one of the fittings on the 3 way valve (of the sample syringe) was loose. It is unknown how the fitting became loose. The customer tightened the fitting and resolved the issue. Service was not dispatched for this event as the customer corrected the issue.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 synchron chemistry analyzer generated false high sodium (na) and carbon dioxide (co2) results for two (2) patient samples. The erroneously high results were not reported out of the laboratory. The samples were rerun and yielded results within the normal reference range, which were reported out. It is unknown whether the samples were rerun on the original or an alternate instrument. The customer provided the results verbally so no raw patient data was provided (patient demographic information not supplied). The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.